Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach a smart coil with the handle. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the device was returned with the embolization coil detached from the pusher assembly; therefore, the reported complaint could not be confirmed. Evaluation revealed the pet lock was separated, and the pusher assembly was fractured on its proximal end. This damage may be a result of the detachment attempts made during the procedure. Further evaluation also revealed that the pull wire was in its initial position within the ddt, and the embolization had offset coil winds along its length. If the device is forcefully manipulated against resistance, damage such as offset coil winds may occur, and the pusher assembly may elongate beyond the reach of the pull wire and allow the coil to detach. Based on the reported event and the return condition, the root cause of the detachment issue during the procedure could not be determined. Further evaluation also revealed pusher assembly bends and kinks throughout its length. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of detachment issue h3 other text : placeholder.